Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire was stuck with the rotablator. The target lesion was located in the right coronary artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, after the ablation, the device was trapped near the 7fr non boston scientific guide catheter tip when trying to recover the burr. It was also noted that the device was stuck in the rotawire. Resistance was felt so the devices were removed all together. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Microscopic and visual inspection of the wire found no damages or defects. Functional test was performed. The rotawire was able to be removed and reinserted into the rotablator device with no resistance or issues. Dimensional inspection on overall length, od of distal tip, od of middle of the device were measured within specification.

Event description:
It was reported that the rotawire was stuck with the rotablator. The target lesion was located in the right coronary artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, after the ablation, the device was trapped near the 7fr non boston scientific guide catheter tip when trying to recover the burr. It was also noted that the device was stuck in the rotawire. Resistance was felt so the devices were removed all together. The procedure was completed with a different device. No patient complications were reported.